Manufacturer narrative:
(B)(4). Concomitant medical product: unknown vanguard femoral component. Unknown vanguard tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00599, 0001825034-2018-00600, 0001825034-2018-00601. Remains implanted.

Event description:
It was reported that the patient developed superficial deep vein thrombosis about six weeks following an initial knee arthroplasty. Attempts have been made and no further information has been provided.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial right knee procedure on unknown date. It was reported that superficial lesser saphenous vein clot was found after a doppler study.

Manufacturer narrative:
Concomitant medical products: 183010 vanguard cr ilok fem-rt 67.5 j3952308, 141225 biomet cc I-beam tray 79mm j3953050, 189104 vngd ant stblzd brg 14x79 708410, 11-150826 bmet arcom ap pat w/wire 31mm 846970. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.